Event description:
It was reported that the patient had a pocket revision due to a hematoma. Now, there is a programmer warning screen for shock impedance was less than 30 ohms. Technical services advised that the shock effectiveness may be impacted. The physician is aware. There were no adverse patient effects. The system remains implanted.